Manufacturer narrative:
B3: the event date is approximate. B2: outcome of the alleged injury is unknown. No additional information was provided by the consumer. Device not returned due to consumer disposed device; therefore, alleged malfunction cannot be confirmed. Clinical assessment conservatively determined alleged injury to be a serious injury. Based on the available information, it cannot be confirmed if device caused or contributed to serious injury.

Event description:
A consumer reported that a philips sonicare prestige 9900 series powered toothbrush caught fire and almost burned a hand. No additional information regarding the injury was provided. It is unknown if the consumer sought/received treatment for the allegation of burned hand or almost burned hand. Device not returned due to consumer report that product has been disposed; therefore, it cannot be determined if the device caused or contributed to the reported serious injury.